Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error code 121 and call tech support.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error code 121. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). D4: suspect medical device: correction.

Event description:
This supplemental MDR with follow-up #02 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #03.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #02 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #03 on fri sep 02 14:27:01 edt 2016 with MFR# 3004753838-2016-24319. The ack3 was received on fri sep 02 14:27:01 edt 2016 with coreid: (B)(4).